Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent primary breast augmentation with a 400cc mentor memorygel breast implant and experienced capsular contracture; baker grade IV on her right side postoperatively. The patient underwent bilateral replacement surgery on (B)(6) 2022.

Manufacturer narrative:
On january 11, 2023, mentor became aware that the right side baker grade was iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 7, 2022, the mentor failure analysis lab received the device for evaluation. On december 11, 2022, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 400cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 6, 2022, the following information was received, and corresponding fields have been updated on this form: - patient's age at time of event was 53; field a2 updated - right baker grade was ii not IV - bilateral replacement surgery was performed using silicone devices on (B)(6) 2022 reason for device explant and/or reoperation: right capsular contracture; baker grade ii manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 30, 2022, mentor became aware that the right side replacement device used on (B)(6) 2022 was catalog number 3504001bc; serial number (B)(6). Manufacturer¿s reference number: (B)(4).